Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils broke inside my fallopian tube') in a female patient who had essure inserted. The (B)(6) occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst had developed on my ovary"), pelvic pain ("I was in so much pain") and abdominal distension ("looked 7 months pregnant"). The patient was treated with surgery (removed ovary and fallopian tube). At the time of the report, the device breakage, ovarian cyst and pelvic pain outcome was unknown. The reporter considered abdominal distension, device breakage, ovarian cyst and pelvic pain to be related to essure. The reporter commented: removed ovary and fallopian tube but had to leave the other coil implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils broke inside my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst had developed on my ovary"), pelvic pain ("I was in so much pain") and abdominal distension ("looked 7 months pregnant"). The patient was treated with surgery (removed ovary and fallopian tube). One essure coil was removed on (B)(6) 2013. At the time of the report, the device breakage, ovarian cyst and pelvic pain outcome was unknown. The reporter considered abdominal distension, device breakage, ovarian cyst and pelvic pain to be related to essure. The reporter commented: removed ovary and fallopian tube but had to leave the other coil implant. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.